Event description:
It was reported that patient had a sphincter procedure in (B)(6). He stated he was sitting on his couch (after he was activated) and the reservoir emptied, was going in for second surgery a month after. Patient education talked to patient and he said second surgery was unsuccessful and is now on bladder medication and no improvements as if he never had sphincter. Also mentioned he said his penis is almost gone, as in he lost size after the surgeries.

Event description:
It was reported that patient had a sphincter procedure in late march or early april. He stated he was sitting on his couch (after he was activated) and the reservoir emptied, was going in for second surgery a month after. Patient education talked to patient and he said second surgery was unsuccessful and is now on bladder medication and no improvements as if he never had sphincter. Also mentioned he said his penis is almost gone, as in he lost size after the surgeries. Additional information was received in which it was stated the patient experienced recurring incontinence leading to the surgery. A revision procedure was performed in which a new balloon was implanted.

Manufacturer narrative:
Updated b5. Correction to d3 manufacturer address 1, manufacturer city, manufacturer state, manfacturer zip code. D4 model number, catalog number. D5 operator of device. Updated d6a implant date. C2/d10 concomitant product. E1 initial reporter first and last name, initial reporter facility name, initial reporter address, initial reporter city, initial reporter state, initial reporter, zip, initial reporter phone, e2 health professional, e3 occupation, e4 intl. Rpt to FDA. Updated g1 MFR site facility name, MFR site address, MFR site city, MFR site state, MFR zip code, MFR contact first and last name, MFR contact address, MFR city, MFR zip, MFR phone, MFR email. Updated report source g2 report source. Corrected h6 impact codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence after the aus balloon had emptied while the patient was sitting on the couch. The patient underwent a procedure to resolve the issue, but was unsuccessful and the patient now required bladder medication and reported a reduction in penis size. The balloon was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion code.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence after the aus balloon had emptied while the patient was sitting on the couch. The patient underwent a procedure to resolve the issue but was unsuccessful and the patient now required bladder medication and reported a reduction in penis size. The balloon was explanted and replaced. There were no additional patient complications reported.